Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2022, the patient experienced an infection. This adverse event was treated with a revision surgery on (B)(6) 2022, in which a cocr 12/14 fem head 28 +0 was explanted. Moreover, a knee fusion fan l 11.5mm x 75cm along two (2) trigen low profile screw 5.0mm x 27.5mm were used as an antibiotic spacer, and a temporary implant was used to counteract infection. Patient is currently hospitalized overcoming previous infection.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for hip systems revealed that infection has been identified as a potential complication. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.